Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard ps femoral component cat#: 183104, lot#: 967640, series a pat std 31 3 peg cat#: 184764, lot#: 718290, biomet cc cruciate tray cat#: 141232, lot#: j3581079 . Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03546, 0001825034 - 2018 - 03555. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is experiencing instability, cracking and popping noise accompanied by pain after a right total knee arthroplasty. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.